Event description:
An optometrist reported a pt with diffuse lamellar keratitis (dlk) at lasik post-operative visit. Additional info indicated the pt's topical steroid dosage was increased. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).